Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s different blood glucose levels were 498 mg/dl, 380 mg/dl and 298 mg/dl. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer reported that the reservoir had air bubble anomaly. Customer also reported that the motor error alarm in past event. Customer stated that the air bubble in reservoir and tubing. Customer also stated that the belt clip was damaged and cracked. Troubleshooting was performed for high blood glucose level and air bubble anomaly. The insulin pump and reservoir will not be returned for analysis.